Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number - not found date when csection was performed? Not known did the wound dehisce? Yes what was the size of the opened fascia? Few cm in the middle of the fascia was the suture found broken during post ¿op examination? Yes did the barbs fail to engage in the tissue post-op? We assume that what surgical intervention was performed to manage the patient¿s condition? She was back at the operation room to close the fascia was there any precipitating stress factor for the sutures breakage or pulling out of the tissue? Not known patient¿s current condition- patient is well

Event description:
It was reported that the patient underwent a c-section procedure on unknown date a few weeks ago and the barbed suture was used to close the fascia. During post-op examination, the suture found broken in the middle of the fascia and the wound dehisced. The patient was sent to the operation room to close the fascia. Currently the patient is well.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Additional information was requested and the following was obtained: how many days (or weeks) after the procedure did the patient present with open fascia? N/a. What was the location of breakage, initiation or termination end? At the meddle. What was used to close the fascia during the second procedure? Pds loop size 1 (pdp9262t). What are the patient age, weight, bmi at the time of index procedure? N/a. What is the current condition of the patient? The patient is well.